Manufacturer narrative:
(B)(4). Analysis did not confirm the premature battery depletion or the inability to communicate. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. (B)(4).

Event description:
It was reported that device was unable to be interrogated. Physician suspected premature battery depletion but battery trend curve and battery discharge appeared normal. The device was explanted and replaced. Patient tolerated the procedure well.